Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that (B)(4), "very severe pain in pelvis, groin area, hips and thighs, foot pain also. Numbness and heat sensations, squeaking of left implant joint. Swelling in back at top of pelvis and left side of body in thighs larger than right side, from pelvis down to knee. Extreme pain when bending over."